Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The event history log was downloaded and shows many "high alarm displayed: downstream occlusion" messages. The reported problem was duplicated. The root cause is a defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there is an "occlusion without being connected on the patient. Priming impossible at the first blow and thereafter it functioned intermittently". There was no patient involvement, and no patient harm/adverse event reported.